Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02947 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced serious bodily injuries including mesh exposure, mesh extrusion or protrusion, infections, pain, dyspareunia, urinary problems, and vaginal scarring/shrinkage. All other information, including the patient's current condition, is unknown and reportedly unavailable.